Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03march2020.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer wanted to know warranty information for a new battery. The customer replaced the battery and the issue was resolved.